Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that the reservoir was forming bubbles during therapy. Customer reported that the air bubbles may have been contributing to high blood glucose levels. Troubleshooting was performed and customer was advised to change out entire infusion set. Blood glucose level was 111 mg/dl at the time of incident. No symptoms or treatment were reported. Reservoir will not be returned for analysis.